Event description:
My son's malem bedwetting alarm has suddenly malfunctioned. It was working the last two days and suddenly tonight, it malfunctioned. The alarm has overheated and the batteries have leaked out. The back casing of the alarm was hot and it has burnt his neck. We have taken him to the clinic for treatment. The alarm was not refurbished but brand new and purchased directly from malem medical's website where it was sold.